Manufacturer narrative:
Concomitant product: d314trg ICD implanted: (B)(6) 2011.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation due to the left ventricular (lv) lead. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.